Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that they noted on the back of the tubing filter were small bubbles and it leaked while infusing taxol to a patient. The patient complained of a little wet spot on her arm. The area was cleansed with soap and water. No redness or irritation was noted. There was no harm.